Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer six in the main was not allowing to power on. A field service engineer replaced controller board to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was not turn on. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a delay in dispensing workflow. Customer stated that there was able to get the medication form other station. There were no adverse events or injuries reported based on this event.